Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pericarditis, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.0¿ from the pump housing. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port. The apical cuff was not returned. Visual inspection of the inflow and outflow cannulas did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: the pump could not be tested on the hm3 functional tester due to a damaged current sense circuit which was causing elevated current sense values. The lvad periodic log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file consisted of data entries at approximately 1-hour intervals. Of note, the current sense values captured within the log file appeared elevated in the 570-640 ma range. This is an incidental finding unrelated to the reported event and did not affect the device¿s ability to function. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 19jun2017. The implant kit was shipped with heartmate 3 lvas IFU. This IFU lists local and driveline or pump pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. Heartmate 3 lvas patient handbook is currently available. Care instructions for preventing infection are outlined in various sections of this document. This document also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to hospital due to fever and reduced general condition. Laboratory diagnostics showed increased inflammatory parameters. Pet diagnostics were performed and the vad team found that the patient was suffering from pericarditis. The pump worked as expected. After consultation with the patient and the relatives, they decided to change the pump on (B)(6) 2019.